Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. Before use on the patient, it was reported the loop was found loose when just open the package. Changed another one to complete the surgery. The product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, one open sample that pertained to product code sxpp1b453. During visual inspection of the sample, the swage and attachment area were noted to be as expected. . The suture was examined, and the weld of the first loop was detached. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, one open sample that pertained to product code sxpp1b453. During visual inspection of the sample, the swage and attachment area were noted to be as expected. . The suture was examined, and the weld of the first loop was detached. It is possible that the loop failed due to excessive force applied. As part of our quality process, the manufacturing records of this lots-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as on what caused the reported complaint. The instructions for use do contain the following caution: for the device to function properly, the stratafix¿ spiral pds¿ plus device must first be anchored in robust tissue using the fixation loop. Then subsequently engage the barbs into the tissue in a standard closure pattern. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. "